Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, revised due to unknown reasons. Product not revised: biarticular modular cup, ppt1-7010, 1649610.